Event description:
A surgeon reported a pt with residual myopia following intraocular lens (iol) implant surgery. The surgeon reported that the pt's bes corrected distance vision was 20/20, but when the distance vision is corrected, it results in her near vision being j10. When the near vision is corrected to j2, the pt's best corrected distance vision becomes 20/80. The surgeon noted the pt has surface dryness that he is aggressively treating. Additional info has been requested.

Manufacturer narrative:
Evaluation summary - the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints in the reported lot number. Attempts have been made to obtain additional info on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. Additional info was received by phone on (B)(6) 2012. (B)(4).